Event description:
It was reported that inner catheter detachment occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and mildly calcified right coronary artery. During preparation, the device was flushed but the proximal part of the device was broken and the inner catheter was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Corrections: device lot # ¿ corrected from 16431379 to 16508615. Device expiration date - corrected from 010/03/2014 to 11/04/2014. Device manufactured date - corrected from 10/04/2013 to 11/04/2013. Device evaluated by MFR: the device has not been received for analysis, therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that inner catheter detachment occurred. The 90% stenosed target lesion being treated was located in the moderately tortuous and mildly calcified right coronary artery. During preparation, the device was flushed but the proximal part of the device was broken and the inner catheter was detached. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.